Event description:
It was reported that the patient received several shocks, and later, a vibratory alert. Noise was noted on the leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.